Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: during investigation, the keypad was found to be intact; no evidence of peeling or damage was observed. All of the keypad buttons were found to respond appropriately. The keypad was removed and no contamination was found under button contacts. The pump was opened and no intermittent conditions found on keypad flex connector. Unrelated to the complaint, the audio bolus button cover was found to be torn in the center; the audio bolus button was unresponsive. The audio bolus cover was removed and the white slug was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.